Event description:
It was reported that the patient heard the patient alert and maintained the device malfunctioned. He was seen at the device clinic and the alarm was turned off. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.